Event description:
It was reported that the customer experienced a low blood glucose (bg) level which displayed as "low", specific value not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer removed their pump to address bg. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.